Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cable connecting ECG "a" and ECG "b" to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing a gel messages.